Manufacturer narrative:
H.6. Investigation: bd was unable to  perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that the unspecified bd introsyte¿ introducer splittable sheath did not split as intended, and 10 introducers caused "excessive" blood exposure. The following information was provided by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced hematoma, splittable sheath did not completely separate / introducer did not peel apart correctly and excessive blood exposure."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that the unspecified bd introsyte¿ introducer splittable sheath did not split as intended, and 10 introducers caused "excessive" blood exposure. The following information was provided by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced hematoma, splittable sheath did not completely separate / introducer did not peel apart correctly and excessive blood exposure."